Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the post-operative device check, the atrial lead exhibited a loss of capture. A chest x-ray was performed and revealed right atrial lead dislodgment. The lead was removed and replace. There were no consequences to the patient.

Manufacturer narrative:
Loss of sensing should have been included in the previous report.

Event description:
The lead also exhibited loss of sensing.